Event description:
It was reported that the cadd® cadd® extension set leaked from the filter. Diagnosis for use is secondary pulmonary hypertension. No patient injury. The outcome was resolved by the patient switching to a new tubing.